Event description:
Caller states patient tested 119 mg/dl on aviva system 1 and result of 38 mg/dl on aviva system 2 within 10 minutes. Patient was in an "altered mental state" when the results were obtained. Patient was treated with IV glucose. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303428, expiration date 01/31/2013). Reference medwatch report (B)(6) for the suspect device used in system 2.